Manufacturer narrative:
H3, h6: siemens healthineers completed the detailed investigation of the reported issue. The issue was investigated in detail. It was stated that while the user was moving the monitor suspension, the base of the touch user interface (tui) became loosened from the main monitor carriage. The investigation showed that the tui monitor holder had slipped out of its fixation. This issue occurred twice with this system. The tui holder is attached with a clamp mechanism. It was identified that the tui-holder was clamped previously. In general, the monitor holder is pre-mounted by the supplier. Thus, there is no further change during system installation. The root cause of why the tui-holder slipped out of the clamping mechanism could not be determined. It is assumed that excessive force to the tui-holder caused the issue. According to the information received the tui-holder was fixed again by service technician. During the first attempt to fix the issue the screws might not have been tightened as intended. During the second attempt to resolve the issue, the screws were tightened correctly. The issue has not reoccurred. This issue has not been reported from other customer sites. According to the supplier it is planned to further improve the clamping mechanism in the future within the scope of their continuous improvement process. Since no general problem was identified the complaint is closed without further measures.

Manufacturer narrative:
H3, h6: initial corrective actions/preventive actions implemented by the manufacturer: no general problem has currently been detected for the installed base which requires an immediate action. Manufacturers preliminary analysis: the root cause for the issue has not yet been determined. Siemens is conducting an investigation of the reported event. A supplemental MDR will be submitted if additional information becomes available.

Event description:
Siemens healthineers became aware of an issue with the luminos agile max system. It was communicated that while the user was moving the monitor suspension to position it closer, the base of the tui became loosened from the main monitor carriage. The tui is a smaller monitor fastened to the monitor suspension below the main monitor. No injury to patients, users, or others due to the reported event occurred. Even though the tui would most likely be held by cables, it is assumed that in a worst-case scenario, if the tui had fallen down and hit a person, a serious injury might have been the outcome.